Event description:
It was reported that this right atrial (ra) lead was explanted approximately three months after implant. No allegations against the product have been reported. Another ra lead was successfully placed. No additional adverse patient effects were reported. As of today this product has not been received for evaluation.